Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified the patient with this device experienced vaginal pain, muscular groin pain, and pain with walking, walking down stairs, leg pain, and foreign material in vagina. The vaginal sling was removed and urethral scarring and mesh in the urethra was observed. Additionally, removal of vulvar mesh with exploration of the obturator space, urethral lysis, removal of mesh from the urethra, repair of the urethra, vaginal paravaginal, dissection and mesh removal from the deep obturator internus muscles, anterior colporrhaphy under general anesthesia.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
Additional information was reported to coloplast, though not verified: patient presented with mixed urinary incontinence and an aris was implanted on (B)(6) 2016. There are no particular symptoms in the immediate post-operative period. In 2020, she consults for the onset of pain [left inguinal, pelvic, thigh and buttock]. No urinary symptoms are mentioned other than the irritative symptoms known pre-operatively. Physiotherapy was attempted, but did not sufficiently improve the condition. Radical removal of the sling was performed on (B)(6) 2021. Surgery revealed that the sling was embedded in the left bladder and urethral wall without perforation, and that the sling was twisted under the bladder neck. Follow-up showed improvement, but persistent pelvic and left hip pain, partially helped by physiotherapy.